Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the pacing lead exhibited placement difficulty and wouldn't unscrew. The pacing lead was removed and replaced. The replacement lead also exhibited unscrewing difficulty but did eventually unscrew. The replacement lead was noted to be dislodged during a check the following day. The replacement pacing lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.